Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment and was not able to get it out. Customer's blood glucose was 203 mg/dl. Customer reported that leak was only confined to reservoir compartment. Customer reported that tubing was discolored. Insulin pump would be replaced.